Manufacturer narrative:
(B)(4).

Event description:
Rv lead failure was reported on home monitoring for a single chamber device. The patient was brought into clinic but no issues were discovered in the office. Lead on hm appears slightly noisy and has evidence of non-capture. Lead was reprogrammed to bipolar and clinic will be monitoring patient.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2017 - the physician chose to explant and replace this lead on (B)(6) 2017 because of low impedances and there were no anomalies found during normal follow up device checks. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection of the lead demonstrated a damaged insulation approx. 20 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and the outer conductor coil was found deformed. Furthermore, the insulation was damaged. These findings can be considered as the root cause for the observed issues mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. During the mechanical analysis a stylet intended for use with the lead was inserted but could be advanced only 20 cm towards the tip of the lead due to the deformed inner coil. Thus the functional test of the helix fixation mechanism was not properly feasible. The values of the parameters measured during the electrical analysis of the lead were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.